Event description:
It was reported that occlusion alarms occurring. Troubleshooting efforts were made, and an ongoing issue warranted the shipment of a replacement pump. The customer will continue to use the pump for insulin therapy. There was no adverse impact reported on the customer¿s blood glucose level.